Event description:
Lead dislodgement was reported. The lead was capped and replaced. No patient complications have been reported as a result of this event. Additional information received reported poor lead performance (high thresholds).

Event description:
Lead dislodgement was reported. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B) (4)